Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Testing was completed to assess sensing and device functionality. Based on field reported receipt of device it is likely twiddlers syndrome occurred. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "failure to follow instructions".

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) picked at the incision and had dug out of their chest. The physician decided to pop the icm out. The original icm has been returned and a new icm was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) picked at the incision and had dug out of their chest. The physician decided to pop the icm out. The original icm has been returned and a new icm was implanted. No additional adverse patient effects were reported.